Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a yellow controller error alarm on the supporting automated impella controller. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
H5 and h8 were updated. The reported controlled error was not determined on ic1702.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 54-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient was transferred to the intensive care unit (ICU) from an outside hospital (osh), where an automated impella controller (aic) to aic exchange occurred. The nurse noted that the aic screen had an ongoing yellow alarm; however, the impella pump was able to function without issues. The abiomed representative reviewed the previous aic and found one placement signal lost (psl) alarm, and multiple suction alarms, but no other critical alarms. Since the pump was functioning without issues, the rep advised the nurse not to perform another aic to aic exchange due to the chance that the pump may stop working. The impella functioned at p-8 at 4.1l/min as intended. One month later, the impella was removed, and the patient was bridged to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.